Manufacturer narrative:
Technician found bed in bed shop. Head up valve was stuck, causing no head up. Replaced the head up valve to resolve this issue.

Event description:
Head up function not working. No injury reported.